Event description:
It was reported that during an unspecified orthopedic surgery, it was observed that the battery oscillator device was not working where the blade. There were no delays to the surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device; and observed that the oscillating head was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to components worn due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.